Manufacturer narrative:
Reporting quarter: 1 (january 1st to march 31st) 2026. Summary of adverse events: based on real world data from the australia orthopedic association national joint replacement registry (aoanjrr), several revision surgeries have been reported in australia following the use of smith+nephew prostheses in primary hip resurfacing procedures: 1. Primary hip resurfacing procedures: - birmingham hip resurfacing (bhr) acetabular shell components: implanted in twelve thousand two hundred and sixty-nine (12,269) hips between 12-apr-2000 and 06-jan-2026. From these, one thousand two hundred and nineteen (1,219) hips were later revised due to the following reasons: two hundred sixty one (261) hips due to metal related pathology, three hundred thirty two (332) hips due to loosening, two hundred twenty seven (227) hips due to fracture, one hundred thirty nine (139) hips due to lysis, eighty one (81) hips due to infection, seventy (70) hips due to pain, twenty seven (27) hips due to osteonecrosis, twenty (20) hips due to prosthesis dislocation, eighteen (18) hips due to malposition, eight (8) hips due to instability, eight (8) hips due to tumour, two (2) hips due to implant breakage acetabular, one (1) hip due to leg length discrepancy, four (4) hips due to wear acetabulum, one (1) hip due to synovitis, one (1) hip due to heterotopic bone, one (1) hip due to incorrect sizing, and eighteen (18) hips due to other. Due to the stratification provided by the joint registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision. Analysis conducted: based on the most recent safety and performance evaluation, the birmingham hip resurfacing (bhr) system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of twelve thousand two hundred and sixty-nine (12,269) hips underwent primary hip resurfacing in which a bhr acetabular shell was implanted in australia between 12-apr-2000 and 06-jan-2026. The following cumulative revision rates with (B)(4) confidence intervals are presented in this report: -at 1st post-operative year: (B)(4) of the class. -at 2nd post-operative year: (B)(4) of the class. -at 3rd post-operative year: (B)(4) of the class. -at 4th post-operative year: (B)(4) of the class. -at 5th post-operative year: (B)(4) of the class. -at 6th post-operative year: (B)(4) of the class. -at 7th post-operative year: (B)(4) of the class. -at 8th post-operative year: (B)(4) of the class. -at 9th post-operative year: (B)(4) of the class. -at 10th post-operative year: (B)(4) of the class. -at 11th post-operative year: (B)(4) of the class. -at 12th post-operative year: (B)(4) of the class. -at 13th post-operative year: (B)(4) of the class. -at 14th post-operative year: (B)(4) of the class. -at 15th post-operative year: (B)(4) of the class. -at 16th post-operative year: (B)(4) of the class. -at 17th post-operative year: (B)(4) of the class. -at 18th post-operative year: (B)(4) of the class. -at 19th post-operative year: (B)(4) of the class. -at 20th post-operative year: (B)(4) of the class. -at 21st post-operative year: (B)(4) of the class. -at 22nd post-operative year: (B)(4) of the class. -at 23rd post-operative year: (B)(4) of the class. By observing the cumulative revision rates above, it can be determined that there is a statistically significant difference between the revision rates of the bhr acetabular shell and the total hip resurfacing class, as determined by non-overlapping (B)(4) confidence intervals at all evaluated postoperative years (years 1 through 23), with the bhr acetabular shell demonstrating statistically significantly lower revision rates compared with the total hip resurfacing class. Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.

Event description:
Based on real world data from the australia orthopedic association national joint replacement registry (aoanjrr), several revision surgeries have been reported in australia following the use of smith+nephew prostheses in primary hip resurfacing procedures: 1. Primary hip resurfacing procedures: - birmingham hip resurfacing (bhr) acetabular shell components: implanted in twelve thousand two hundred and sixty-nine (12,269) hips between 12-apr-2000 and 06-jan-2026. From these, one thousand two hundred and nineteen (1,219) hips were later revised due to the following reasons: two hundred sixty one (261) hips due to metal related pathology, three hundred thirty two (332) hips due to loosening, two hundred twenty seven (227) hips due to fracture, one hundred thirty nine (139) hips due to lysis, eighty one (81) hips due to infection, seventy (70) hips due to pain, twenty seven (27) hips due to osteonecrosis, twenty (20) hips due to prosthesis dislocation, eighteen (18) hips due to malposition, eight (8) hips due to instability, eight (8) hips due to tumour, two (2) hips due to implant breakage acetabular, one (1) hip due to leg length discrepancy, four (4) hips due to wear acetabulum, one (1) hip due to synovitis, one (1) hip due to heterotopic bone, one (1) hip due to incorrect sizing, and eighteen (18) hips due to other. Due to the stratification provided by the joint registry, the specific reasons for each revision procedure cannot be directly correlated with the individual part numbers reported. As such, it is not possible to determine which specific part numbers were associated with which specific reasons for revision.